Event description:
Treatment of an aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment and was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and no defects were found with the pipeline and delivery system. (B)(4).